Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pumps screen was black and the red light was blinking. The customer¿s blood glucose unknown. Customer reports there was fluid in the battery compartment. Customer states o-ring was in place and it was free of debris. Customer states they see fluid under the lcd. Customer states the insulin pump was not dropped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection.